Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification, moderate tortuosity and 95% stenosis. The 190cm ht balance middleweight universal ii guide wire (gw) was used with an unspecified balloon for pre-dilatation. The gw felt resistance during advancement of the balloon. Upon withdrawal, there was again resistance and the gw was noted to have a bend. Another unspecified gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon dilation catheter (bdc) encountered resistance with the guide wire during advancement and removal. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it was reported that a bend was observed on the wire. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported deformation due to compressive stress. There is no indication of a product quality issue with respect to manufacture, design, or labeling.